Manufacturer narrative:
Taper ii. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii.

Event description:
Healthcare professional reported a lap-ban access port removal and replacement, because the "port tubing was kinked preventing adjustments." The problem first occurred when the surgeon was "unable to locate port under fluoroscopy."